Event description:
Reported false negatives sars result during verification study. The customer communicated the result was confirmed positive by pcr method. Samples were collected in 3ml utm. The exact CT value was not provided, but the customer reported the CT values were high for specimens used in the initial study.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. The customer diluted the specimen in 3ml vtm as opposed to the recommended 1ml vtm stated in the package insert. Possible viral load below the lod and sample dilution contributed to the event. Root cause: could not duplicate with retains ; unable to determine. Source: email.